Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 14, 2020. Device evaluation summary: during visual inspection of the device, a tear measuring approximately 2.3 cm was observed on the posterior view. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a damage from a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a mentor smooth round moderate profile 325cc saline prosthesis deflation post procedure. The deflation was diagnosed through ultrasound. As a result, replacement with another mentor smooth round moderate profile 325cc saline prosthesis was performed.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5991645, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).